Event description:
A us distributor contacted zoll on (B)(6) 2015 to report that a patient passed away on (B)(6) 2014. The patient was at the hospital and alone at the time of death. The patient reportedly died due to a massive infection. The initial life threatening rhythm was undetermined. Asystole was detected at 00:31:57 on (B)(6) 2014. Asystole is a non-treatable rhythm with the lifevest. ECG shows CPR artifact with a non-lifevest shock. The rhythm at time of treatment was CPR artifact. The post-shock rhythm @ 60 bpm with CPR artifact degrading to asystole.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) and electrode belt sn (B)(4) has been completed. Upon investigation, both the monitor and the electrode belt were fully functional and able to detect and treat a patient. Device manufacture date & usage of device: monitor (B)(4): 10/2013 - reuse. Electrode belt (B)(4): 11/2010 - reuse.